Event description:
On (B)(6) 2012, the device was found with an rv coil impedance >3000 ohms which was confirmed during the follow-up on a manual rv coil impedance test. During an interventional return visit on (B)(6) 2012, the device was found again with an rv coil impedance >3000 ohms. Dft testing was then performed successfully and afterwards a manual rv coil impedance test consistently returned normal results. The lead and lead connections to the device were carefully inspected under fluoroscopy prior to the dft testing, according to the physician.the files from the programmer were sent to the manufacturer for review. A response was received stating that there is no indication of wrong device behavior at this point. The device remains implanted.

Manufacturer narrative:
(B)(4) 2012: a final response is pending. (B)(4): since the device remains implanted, the files from the programmer were reviewed. The files showed that the intermittent high coil impedance value very probably resulted from an intermittent connection failure or conductor failure of the defibrillation lead. The manufacturer has recommended an intervention to check rv df1 connection and the defibrillation lead integrity. From available data, there is no indication for device replacement.

Manufacturer narrative:
(B)(4) 2012. A final response is pending. Remains implanted.

Event description:
On (B)(6) 2012, the device was found with an rv coil impedance >3000 ohms which was confirmed during the follow-up on a manual rv coil impedance test. During an interventional return visit on (B)(6) 2012, the device was found again with an rv coil impedance >3000 ohms. Dft testing was then performed successfully and afterwards a manual rv coil impedance test consistently returned normal results. The lead and lead connections to the device were carefully inspected under fluoroscopy prior to the dft testing, according to the physician.the files from the programmer were sent to the manufacturer for review. A response was received stating that there is no indication of wrong device behavior at this point. The device remains implanted.